Event description:
The user facility in (B)(6) reported the stellaris unit was much louder during preparation and there was an unusually long preparation with three ultrasonic tests on the handpiece instead of one. While performing cataract surgery the anterior chamber became unstable. As a result, the capsule ruptured and part of the nucleus dropped into the posterior. An anterior vitrectomy was required with a lens placed in the sulcus. The surgery was completed; however, it was prolonged by 20 minutes with additional anesthesia required.

Manufacturer narrative:
A field service engineer performed a check of the system and all results were within specification. A review of the device history records found the module met all specifications. At this time, no remedial, corrective, preventive, or field safety corrective action is required. The investigation is ongoing.

Manufacturer narrative:
The phaco time issue with uic software at version 5.15 does not represent a potential safety issue. System bl11145 serial number (B)(6) is at version 5.15 software. Uic software release at version 5.19 addresses the phaco time issue. The root cause of the complaint could not be determined. The lot history, trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.